Manufacturer narrative:
(B)(4). Batch # r5a14f.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the cdh29a device arrived with the knife exposed. The breakaway washer uncut and indented and there were no staples present. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was noted to be broken. The manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because a functional test could not be performed we cannot confirm if the device exhibited behavior associated with the field action. While no conclusion could be reached as to how the compression element broke, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic radical resection of sigmoid colon cancer surgery, when squeezed the firing trigger, could not cut the washer, and noted some staples malformed with irregular shape. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.